Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. The root cause of the reported issue was a failed circulation pump. Confirmed the device was not able to maintain proper flow and pressure through patient data files and during assessment testing. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a functional check showed that the circulation pump could not maintain pressure. Customer requested a quote for 2000-hour service. Biomed stated they was had low flow issues with their arctic sun device. Biomed provided serial number. Per sample evaluation results on 26oct2023, it was reported that the outer shell is missing both chiller frame alignment studs. Per sample evaluation results on 02jan2024, it was reported that the both hot and neutral connections between the power inlet module and ac main voltage circuit card show signs of electrical overstress.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that a functional check showed that the circulation pump could not maintain pressure. Customer requested a quote for 2000 hour service. Biomed stated they was had low flow issues with their arctic sun device. Biomed provided serial number. Per sample evaluation results on 26oct2023, it was reported that the outer shell is missing both chiller frame alignment studs. Per sample evaluation results on 02jan2024, it was reported that the both hot and neutral connections between the power inlet module and ac main voltage circuit card show signs of electrical overstress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a functional check showed that the circulation pump could not maintain pressure. Customer requested a quote for 2000 hour service. Biomed stated they was had low flow issues with their arctic sun device. Biomed provided serial number.